Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient complained of pain suddenly while walking. X-ray confirmed that the left knee femoral component had broken. Patient was revised on (B)(6) 2017. This is a proximal tibial tumor case.

Manufacturer narrative:
Additional information: gender. An event regarding revision surgery due to fracture of the mrh femoral component was reported. The event was confirmed. Device evaluation and results: the device fractured in fatigue. The direction of fracture likely occurred from the proximal to distal side. Eds analysis showed chemical constituents of the fractured condyle included co-cr-mo, which are consistent with the astm f75 material. No materials or manufacturing defects were observed on the surfaces examined at and near the crack initiation. Medical records received and evaluation: x-rays confirm the fracture although they are of poor quality and do not visualise the femoral implant-bone interface, they are more focused on the tibial resection which appears okay. The surgery pictures also document the condylar device fracture and show the underlying bone with cement mantle without obvious pathology. From these pictures it is not possible to evaluate how adequate the fit between cement and device has been. It could very well be that loss of cementation support had been present allowing fatigue to build up and cause the fatigue fracture. Only proper lateral x-rays showing the femoral implant-bone interface prior to the device fracture would be able to detect a potential problem with bone support for the device and explain the failure mode. Due to absence of this information, it is not possible to define the exact cause of failure although we may assume that procedure-related factors regarding bone support to the device by either bone resorption or cementation defects have contributed to the problem, but again, the evidence is unfortunately missing. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the material analysis indicated: the device fractured in fatigue. The direction of fracture likely occurred from the proximal to distal side. Eds analysis showed chemical constituents of the fractured condyle included co-cr-mo, which are consistent with the astm f75 material. No materials or manufacturing defects were observed on the surfaces examined at and near the crack initiation. The medical review provided indicated : x-rays confirm the fracture although they are of poor quality and do not visualise the femoral implant-bone interface, they are more focused on the tibial resection which appears okay. The surgery pictures also document the condylar device fracture and show the underlying bone with cement mantle without obvious pathology. From these pictures it is not possible to evaluate how adequate the fit between cement and device has been. It could very well be that loss of cementation support had been present allowing fatigue to build up and cause the fatigue fracture. Only proper lateral x-rays showing the femoral implant-bone interface prior to the device fracture would be able to detect a potential problem with bone support for the device and explain the failure mode. Due to absence of this information, it is not possible to define the exact cause of failure although we may assume that procedure-related factors regarding bone support to the device by either bone resorption or cementation defects have contributed to the problem, but again, the evidence is unfortunately missing. Further information such as lateral x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient complained of pain suddenly while walking. X-ray confirmed that the left knee femoral component had broken. Patient was revised on (B)(6) 2017. This is a proximal tibial tumor case.